Event description:
On (B)(6) 2014, pt was being seen in outpatient clinic due to a series of driveline disconnects. Pt had fallen over the weekend and was unable to establish a firm connection of the driveline to controller. In clinic, her driveline was assessed and it was discovered that the lock on the driveline to controller connection was not working. Driveline could be pulled out from the controller in the lock position. Pt's controller was exchanged with no improvement in connection. Heartware engineers were present to assess this situation. Due to the nature of the pt's cardiac reserve, it was decided it was best to admit the pt and take her to the operating room (or) for device troubleshooting. Cardiovascular (cv) surgery and cv anesthesia were consulted for the potential establishment of temporary cardiopulmonary bypass on (B)(6) 2014. Pt was taken to the operating room for driveline revision (splicing of driveline requiring new re-wiring). The pt was induced under general anesthesia. Both the right femoral and left femoral vessels were surgically exposed in preparation for cardiopulmonary bypass (cpb). Cpb was prepared but not required during the brief periods of lvad stoppage. Re-wiring of the driveline was completed without complications by the heartware engineers. Pt was taken back to cv recovery without issues. This event was life-threatening, related to the lvad system and related to the study device. This event was submitted to the irb and the response from the irb was "not unexpected."